Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due the patient having discomfort of vision and no adaption. Through follow-up, it was learned that the patient complains of blurred vision. The pre-operative visual acuity (distance) value was +0.75 and post-operative visual acuity (distance) value was -0.6. A non-johnson & johnson monofocal lens was implanted as a replacement. There was no vitrectomy, incision enlargement, or sutures required. The patient outcome was reported as no other adverse reactions. No further information was provided.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between 1/10/2022-2/15/2022. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes date returned to manufacturer: mar 25, 2022 section h3: device returned to manufacturer: yes device evaluation: the suspect iol was received cut in half. The lens was cleaned and, no issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens (cut in half) no further product evaluation could be performed on the lens. Conclusion: based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.